Event description:
It was reported that there was a power on reset (por) condition on the recharger. Therapy was off but the implantable neurostimulator (ins) battery was at ¾ full. The manufacturing representative had instructed a family member to use the patient programmer to clear the por message but they were unable to find the programmer. The patient¿s family member did not know how long stimulation had been off for or when the por had occurred. Additional information received indicated that the manufacturing representative met with the patient on (B)(6) 2015. The ins was interrogated and a 0x0400 was seen and the por was able to be cleared. Therapy was returned to the patient and the patient was doing fine. The patient had not had any medical tests recently but there had been a big electrical storm on the day prior to the date of this report. The por had been noticed on the date of this report. The patient had no issues or complaints with the device until the date of this report and had last been seen at the healthcare professional¿s office 3 years prior to the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v010369, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v010026, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).